Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.

Event description:
It was reported that during implant, the atrial lead was fixated but the lead helix screw would retract. The lead was not used and replaced.